Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that light starts to flicker and turns off. Therefore, there was loss of light. The light cable was not the issue. The light box had to be switched during the case.

Manufacturer narrative:
Alleged failure: flickers and turns off confirmed failure: hardware upgrade (npf) replace contact esst spring software upgrade replace contact ring reinstalled software probable root cause: light engine malfunction main board, receptacle board, or front board malfunction damaged or missing esst spring incorrect/no communication with 1688 overheating power supply malfunction software malfunction hf/rf interference cybersecurity attack the product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that light starts to flicker and turns off. Therefore, there was loss of light. The light cable was not the issue. The light box had to be switched during the case.